Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 597 mg/dl. The customer delivered manual injections to address bg level. The following day, the customer reported waking up with a low bg level of 57 mg/dl. Reportedly, the customer believes low bg level was due to over delivering the amount of units needed with manual injections. The customer consumed juice to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.